Event description:
Hill-rom received a report from the account stating the left intermediate siderail was not latching. The bed was located at the account in sicu. There was no pt / user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail not latching due to dried liquid. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned the siderail to resolve the issue. Based on this info, no further action is required.